Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). (B)(4). Investigation summary: customer returned a photo of a 1/2cc syringe. Customer states that when pushing the blister to the zero line a transparent liquid comes out of the syringe. The attached photo was examined and exhibited clear material on the cannula shaft. It is difficult to determine the identity of this material solely from the attached photo. A review of the device history record was completed for batch# 9168991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter from syringe on lot # 9168991. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, foreign matter from syringe) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as it is difficult to determine the identity of the material on the cannula shaft solely from the attached photo. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a transparent, foreign liquid came out of the bd insulin syringe with bd ultra-fine¿ needle during use when pushing the blister to the "zero line". The following information was provided by the initial reporter, translated from portuguese to english: "caregiver contacted us to inform of a possible quality deviation in the bd ultra-fine 6 mm syringes capacity 50ui, informed that her mother-in-law who uses the syringes for insulin application, however in this lot acquired some syringes when pushing the blister to the zero line a transparent liquid comes out of the syringe around three syringes this happened."